Event description:
It was reported that during a da vinci s myomectomy procedure, the harmonic ace curved shears insert accessory installed on the harmonic ace curved shears instrument broke off and fell into the patient. The insert accessory was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2012 isi contacted rn, (B)(6) at (B)(6) in (B)(6) and he indicated that the harmonic ace curved shears insert accessory broke off in one piece and fell into the patient. The insert accessory was removed laparoscopically. (B)(6) indicated that the surgical area was irrigated to ensure that pieces of the insert accessory did not remain inside of the patient. (B)(6) indicated that the planned surgical procedure was successfully completed and no patient harm, adverse outcome or injury occurred.